Event description:
No new patient or event information since the last report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation. It was reported on (B)(6) 2020 of an incident involving a ncircle tipless stone extractor. The device reportedly would not open or close during a ureteral stone retrieval procedure on (B)(6) 2020. Another basket was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. No product returned. No photos provided. A search of the north american distribution center (nadc) database found all devices from complaint device lot have been shipped. No similar product from the same lot is available for investigation. The complaint device was not returned. There are multiple possible causes for the failure of the basket to open and close. Without the device available for investigation, the cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteral stone retrieval, an ncircle tipless stone extractor was in use when it failed to open or close. Another device was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.